Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet bionic pancreas generated alert 38 indicating consecutive stalled motor activity, verified in device history, and a replacement ilet was provided with instructions for shutdown and return. Symptoms included hyperglycemia with a reported maximum blood glucose of 299 mg/dl for approximately 30 minutes, without ketone testing, backup therapy, medical intervention, or other assistance, and the patient reported feeling fine. Outcomes included no injury, no hospitalization, and continued use of cgm as directed. Investigation included review of device history, troubleshooting and education with the user, and arrangement for replacement. Investigation of the returned device revealed a motor stall alarm consistent with an insulin delivery interruption attributed to the pump motor/drive system. It was concluded, based on previously established findings for similar reports, that the cause was unknown pending device evaluation.